Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent a pocket revision procedure wherein the ipg was relocated. The patient was doing well postoperatively. No device malfunction was suspected.